Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) in (B)(4), alleging her onetouch ultra meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not state when the alleged issue first began. The patient reported obtaining readings that were 4 units higher than another meter. The patient reported taking insulin to manage her diabetes. The patient reported in response to the higher reading she had 4 extra units of insulin. It is unknown if the patient developed any symptoms on the day of the alleged issue. It is unknown if the patient received any additional treatment on the day of the alleged issue. The cca was unable to assist the patient with troubleshooting the alleged issue. There is no indication that the product caused or contributed to an adverse event. The patient did not report any blood glucose readings, symptoms or treatment which indicate an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.